Event description:
It was reported that when using the bd pyxis¿ es server, there was a delay in verified medications crossing over to the station. The customer reported that two verified medications for two patients did not initially appear on the station. The medications eventually crossed over after approximately 10 minutes from the server. The customer requested that a specialist review the station for potential connectivity issues, stating that similar delays have been occurring for some time. A patient sample was added to the ephi link. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was an error in patient related data. A technical support specialist (tss) ran the cast error query and identified multiple errors related to missing attending doctor last name details and an admit date requirement. The orders were trying to establish the messages with those bad profile message. The findings were shared with the customer for awareness. The system functioned as intended after the technical support specialist investigated the device.